Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed in the lab on actual sample received. A batch review was performed with no issues noted. Root-cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A doctor reported to baxter (B)(4) that a leak was noticed after therapy. There was patient involvement, but no patient injury.